Manufacturer narrative:
(B)(4). Failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.5-13.8cm and 33.5-34.0cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. Internal insulation abrasion under the svc shock coil was noted at 22.0-23.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.